Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the unit was at its end of service life.

Event description:
It was reported that the central control monitor (ccm) screen was not coming up. No other details regarding the nature of this event were provided.